Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that a vns patient was seen in a dosing appointment, and the physician assistant's programming system would not function as intended. Troubleshooting was performed where it was determined that the usb to db9 serial data cable was at fault, but the exact troubleshooting performed was not clearly indicated. It was not stated whether or not the patient's therapy could not be adjusted as a result of the product issue. The suspect cable was reportedly discarded after the issue was identified. No additional pertinent information has been received to date.

Event description:
It was reported that the programming system has been successfully used since the replacement of the suspect usb to db9 adapter cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. No additional pertinent information has been received to date.